Manufacturer narrative:
The reported problem was resolved by our field service engineer by exchanging the compressor motor. The visual inspection of the returned compressor motor revealed signs of corrosion. The returned compressor motor was tested by us in a test bench, the compressor motor was delivering compressed air as expected but was making an unexpected noise. Further investigation revealed that the compressor gear bearing was degraded and corroded, that was causing the unexpected noise during running mode. The cause to the reported event regarding the noise that was reproduced during test, was due to the degraded compressor motor gear bearing.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a loud sound from the compressor while it was running and a low pressure alarm was generated there was no patient involvement. (B)(4).